Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that, after auto-registration with the stealth air on the navigation system, the site was unable to proceed into the navigation task. This was following merging the MRI and the CT that were taken before the procedure. It was stated that the button could not be pressed either. The site decided to use a different medtronic navigation system for the procedure instead. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.